Manufacturer narrative:
Date of event: date of event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. While attempting to introduce a 12 x 2.75 promus premier select stent through the guide catheter, the stent came off the carrier. The device was removed and the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.